Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a communication issue, all patient details are not crossing over. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients¿ details were not crossed over and incorrect time and date. A technical support specialist corrected the time as per (B)(4) and patient orders started to appear. The system functioned as intended after the technical support specialist troubleshot the device.